Event description:
See intial problem.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2014 and no other similar events have been reported. Moreover, no other complaint has been registered after the reported issue by the customer and consequently, the event can be considered isolated. Based on the above, the most likely root cause is related to a functional check failure during the user test. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in germany. A livanova field service representative investigated the complained gas blender via a two-hour test run and no problem could be detected. No error was reproduced. The customer has indicated in two possible error codes that, however, are non-existing error codes. The device was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electronic gas blender displayed an error message during a procedure. There is no report of any patient injury. The customer could not remember exactly the number.